Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001, (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient had bard, tsl, and bs products implanted including the advantage transvaginal mid-urethral sling system, and pelvicol acellular collagen biomesh. No clarifying information is provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that on (B)(6) 2001, the patient underwent vesicourethropexy utilizing transvaginal sling following a total abdominal hysterectomy and left salpingo-oophorectomy. Additionally, on (B)(6) 2007, the patient underwent anterior colporrhaphy utilizing mesh, enterocele plication, sacrospinous ligament fixation of the vagina, posterior colpoperineorrhaphy, and suprapubic catheter placement.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to vaginal vault prolapse and urinary retention. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, other/sexual problems. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.